Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - the patient was implanted with a bard flat mesh as part of a surgery to repair an abdominal hernia. On (B)(6) 2012 - the patient was admitted to the hospital and had a surgery in relation to the mesh that had been placed in 2009. The attorney's report alleges that the patient developed serious and potentially life threatening medical conditions caused by the surgical insertion of a bard product including infection and additional surgery, additionally alleging that the device inserted into the patient was defective.

Manufacturer narrative:
Currently, is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have, however, contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. No lot number has been provided; therefore, a review of the manufacturing records could not be conducted. The attorney for the patient alleges that the patient developed and was treated for infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.